Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the power signal interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a fatal error and would not boot up. There was no patient injury or death reported.